Manufacturer narrative:
Based upon the inquiry info received, the visual examination, and the functional testing, no conclusion could be reached as to what may have caused the reported incident on five of the returned instrument. Five of the instruments cycled, fed and formed the remaining clips as designed. The experience the surgeon reported could not be repeated. One of the returned instruments was received with damage to the top and bottom shrouds. No conclusion could be reached as to how the damage to the instrument occurred. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.

Event description:
During an unk procedure, it was reported by the affiliate that it was impossible to close the clip on the vessel. There was no consequence to the patient. Addiitional information received on 4/9/97. It was clarified that the device was not jammed.